Event description:
During a percutaneous transluminal angioplasty to the superficial femoral artery there was a balloon leakage present after inflation. The vessel/lesion was highly calcified without vessel tortuosity present. The balloon was hand inflated with a concentration of 2/3 contrast and 1/3 aline. At the second hand inflation contrast was seen coming out of the balloon. There was no separation of any balloon part, no vessel dissection or deflation difficulty reported. The procedure was completed with a competitors balloon. There were no adverse effects to the pt. This product has been returned for evaluation and testing, however the engineer's report is not yet complete.